Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump not delivery insulin. Customer has changed site three times and received a no delivery alarm. Customer removed the reservoir and smelled insulin, the reservoir was wet. Customer has been experiencing high blood glucose. Customer current blood glucose reading is 274 mg/dl. Treated with insulin pump. The reservoir leaked inside of the reservoir compartment. The leak is past the second o-ring. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No air bubbles or leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.